Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. Interrogation revealed a long charge time (lc) error. Boston scientific technical services (ts) recommended device replacement. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI = (B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Functional shock testing was conducted and it was determined that the device could deliver a full energy shock but with a 40 second charge time. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion. Manufacturing enhancements, designed to mitigate the occurrence of this rapid internal cell depletion, were implemented in 2011. This device was manufactured prior to implementation of the corrective action.

Event description:
---